Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recurring no delivery alarms. They got a no delivery alarm during basal delivery while sleeping. Troubleshooting was performed and insulin exited. They removed the set. The cannula was not bent. The insulin pump did not alarm a no delivery. The customer was advised the site may have been occluded. They were advised to change out the entire set and choose a completely new spot away from the abdomen area. The customer also reported that they woke up with a high blood glucose level of 461 mg/dl. They treated the high blood glucose with a bolus from the insulin pump. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.